Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported problem issue during testing and evaluation. The ventilator was tested with a known good ac adapter and powered on. The ventilator would not power on. The external power led was in an off state. Bench testing revealed a burn trace on component f1 of the power board. Vyaire medical replaced the power board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator does not power up with the external power supply or the power supply adapter. While in service, it was discovered that the reported issue ws due to a burnt component. There was no patient involvement associated with this reported event.